Manufacturer narrative:
Tear was found to be anterior and not posterior. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Upon follow up, that patient is recovered.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a continuous curvilinear capsulorrhexis tear during a laser assisted cataract surgery. An intraocular lens (iol) was implanted and procedure was completed. The iol was found not to be located well and was explanted and exchanged with an anterior chamber iol.